Event description:
It was reported that the customer experienced low blood glucose. The customer went to the doctor and was given a back-up plan. The customer's blood glucose was 87 mg/dl. The customer was treated with insulin, apple juice and crackers. Troubleshooting was done. During troubleshooting, the customer received a battery out limit alarm. The customer stated that he had just changed the battery earlier in the morning of that day. Assisted customer with clearing the alarm. Explained that the alarm was normal insulin pump behavior given the customer's situation and that the insulin pump was working as it should based off troubleshooting. Advised to monitor the insulin pump.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had unable to prime at 4.0 lbs during prime/force sensor system test due to cracked end cap. Unable to perform occlusion test due to prime/fill anomaly. Unit had cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube window.